Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was implanted in a patient that was unwell, with no underlying rhythm. The physician later contacted the local field representative to report that the patient passed away from respiratory failure abut two hours post-implant. There were no allegations against the function of the pacemaker and the death was not considered to be related to the implanted device. The device was not explanted post-mortem and will not be returned.